Event description:
During rotator cuff repair procedure, the anchor was inserted into the bone. The bone was soft so the surgeon tugged on anchor suture hard twice, and it stayed in. However, when passing the sutures and tying the knots, the anchor came out fully intact from the patient. Customer used the 4.5 twinfix awl dilator. A different hole was utilized using arthrex corkscrew 5.5 and 6.5 devices. The initial hole was left empty.

Manufacturer narrative:
No product is being returned for analysis. (B)(4).